Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that they had no further issues after resetting the cables and endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, that the customer contacted the technical support engineer (tse) to report that the universal surgical manipulator (usm) arm movements on the system had appeared backwards; when they attempted to move left, the arm moved right. The customer stated this behavior had been present from the beginning of the surgical procedure, the video image had appeared normal, and the case had been converted to laparoscopic without calling tse during the reported event. Technical support verified that hand assignments were normal, recommended power cycling the system and performing a test drive if possible, and reviewed the system logs, which only showed camera communication faults. The procedure was converted to laparoscopic surgery with no reported injury.